Event description:
It was reported that removal difficulty occurred. The patient was presented for right leg angioplasty. The 67% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6x45 non-boston scientific (bsc) sheath was placed using a 035/260 zipwire followed by advancing a 5x100 charger balloon catheter for dilatation. Resistance was noted during introduction over the wire and during removal. After removal, it was noticed that the guidewire had a scuffed or jagged part on the distal section. The procedure was completed with the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated h6: evaluation conclusion codes. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve additional details regarding the product, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. The patient was presented for right leg angioplasty. The 67% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6x45 non-boston scientific (bsc) sheath was placed using a 035/260 zipwire followed by advancing a 5x100 charger balloon catheter for dilatation. Resistance was noted during introduction over the wire and during removal. After removal, it was noticed that the guidewire had a scuffed or jagged part on the distal section. The procedure was completed with the original device. There were no patient complications as a result of this event.